Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. The mother reported a blood glucose reading of 461 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the mother did not have the tubing clamp for the high pressure test. Advised the mother to call back to perform the high pressure test once the tubing clamp is present.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.